Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. . D10: returned to manufacturer on: 4/30/2021. H6: investigation: customer returned a single syringe with 0.3ml graduation marks with no pouch for identification. The syringe has had its needle shield and hub separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 0160991. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted out of spec shield pull. CAPA #1630423 was initiated.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported found 1 syringe with needle stuck in the needle shield. Lot #: 0160991; catalog#: 328291. Date of event: 03/29/2021.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported found 1 syringe with needle stuck in the needle shield lot #: 0160991. Catalog#: 328291. Date of event: (B)(6) 2021.